Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - bluetooth low energy (ble) communications errors occurred at the beginning of the interrogation. - due to those communications errors, a pop-up message should have been displayed. Due to a known software issue, this pop-up was not displayed whereas the programmer remained stuck waiting for the user¿s response, with all buttons disabled since interrogation was not yet complete. - in the future, it is recommended to pay attention to avoid as much as possible the communications errors. For more details, please refer to the attached analysis report.

Event description:
During a follow-up on platinium sn (B)(6), the programmer refused to startup. Finally, the battery was removed and replaced to startup. Afterwards, the programmer returned to a normal functioning.